Event description:
It was reported that after start-up in stand by mode , the cardiosave intra-aortic balloon pump (iabp) display is flicking and display shows a white line in the bottom part. There was no patient involvement reported.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) display is flicking and display shows a white line in the bottom part. There was no patient involvement reported.

Manufacturer narrative:
UDI related data quality updates only. Providing updated device identification information in alignment with gudid (d1, d2, d3, d4, g4, h4, h5).

Event description:
N/a.

Event description:
N/a.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6, h10, h11. A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The display has a thin white line at the bottom. In order to fix the issue, the display was replaced and functional tests were performed on the device. The repair was completed. Operational tests were carried out with positive results.